Event description:
This is a retrospective review for the following literature article: hrabalek, l., adamus, m., wanek, t., machac, j., & tucek, p. (December 2012.). Surgical complications of the anterior approach to the l5/s1 intervertebral disc.biomedical papers of the medical faculty of the university palacký, olomouc, 156(4), 354-358. Purpose: to report prospectively the incidence and specific types of perioperative complications that occur with minimally invasive anterior retroperitoneal spinal surgery performed at level of the l5/s1 intervertebral disc. All cases of anterior surgery at level l5/s1, treated from january 2001 to february 2011. Population: 175 patients (103 females, 72 males), average age 45 years (range 24¿76 years). Preoperative diagnoses: degenerative disc disease (n=87), failed back surgery syndrome (n=53) and spondylolisthesis (n=35) and failed conservative treatment for their low back pain and radiculopathy after a 6 month minimum. Complications that occurred directly related to the anterior spinal surgery were recorded. Complications related to implant healing were not included. Surgical details: syncage or synfix, peek visios, synthes or competitor implant used for anterior lumbar interbody fusion (alif), their iliac crest or vertebral body bones and chronos were impacted into spacer as well as anteriorly for fusion, and prodisc-l or competitor implants used for total disc replacement (tdr). Additionally, alif was performed (n=143), including 85 patients with a stand-alone fusion, 12 patients with concomitant anterior plating-oracle and 46 patients with additional posterior transpedicular fixation -uss, and arthroplasty (tdr) was done in 32 patients. Although synframe retractor blades were utilized to expose the anterior intervertebral circumference, synframe is not an implant and there were no complications involving its use. Despite preoperative planning, 19.4% of intraoperative pathological-anatomical anomalies were the cause of potential complications and led to more difficult surgeries in these cases. Postoperative care and follow-up: alif cases had mobility restrictions, tdr cases had no restrictions; follow up visits with the surgeon and radiographs occurred at 6 weeks, 6, 12 and 24 months. At follow-up:x-rays confirmed no hardware failures, patients were not worse after surgery, and 164 patients satisfied with surgery and reported improvement. This is report 8 of 9 for (B)(4). This report is for an unknown prodisc l, superior endplate, and refers to the following events: not improved (n=11) and had followup posterior transpedicular fixation at l5/s1 segment surgery to enhance enhancement stability; intraoperative:peritoneal opening without visceral injury (n= 9) and vascular injury of small veins (n=2); postoperative: wound incompetence (n=2), right abdominal wall weakness (n=5), right sided sympathetic dysfunction (n=2), and hypesthesia of right groin and thigh (n=1).

Manufacturer narrative:
(B)(4). (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. UDI unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).